Event description:
The MFR received info alleging a ventilator's power supply was defective. No pt harm or injury was reported. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.